Event description:
It was reported that patient had previous inflatable penile prosthesis (ipp) removed due to infection back in (B)(6) 2020. The patient underwent a reimplant procedure for a new ipp.